Event description:
Imdrf codes must be updated.

Event description:
It was reported that there was one unlabeled sharps collector in the case.

Manufacturer narrative:
Pr 9516643: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.